Event description:
The device was returned for service. During service testing, depleted battery was found. According to the hospital representative, no patient injury or medical intervention had been reported associated with this device.